Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a embolization treatment procedure, a vessel dissection occurred. The patient presented for a varicose seal embolization. The 6mm x 20cm fibered idc occlusion system was advanced and during the coil deployment the interlock coil became stuck in a .027 non-bsc microcatheter. However, with additional maneuvering of the coil pusher the coil was successfully deployed. As a result, a small dissection occurred within the vessel. The dissection was treated with additional deployment of non-bsc coils. The procedure outcome is unknown. No further patient complications were reported and the patient's status is ok.